Event description:
The facility does statewide quality assurance for the state's early defibrillation program for the basic level providers. An ambulance svc responded to a cardiac arrest of a pt on 3/8/98 at 1618 who was in ventricular fibrillation. A total of six shocks were delivered to this pt. Please note shock #5 and #6 were delivered to what rptr would interprets as an organized rhythm. Have been awaiting letter of explanation from the MFR. No written explanation as of this date.